Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, internal and external abscess of the surgical site, painful urination, painful intercourse, painful bowel movements, chronic discomfort, scar tissue, and additional surgeries. No further info has been provided.